Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error of the device's internal battery was observed. The device's internal battery needs replacement to address the issue. The customer has requested no repairs be done to the unit. The unit will be returned unrepaired.